Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the breakage of the probe occurred due to the following mechanism. 1. The probe comes into contact with hard tissue such as bone or calcified tissue, or with metal clips, stapler needles, or other surgical instruments. Also, the probe was scratched. 2.a force to activate the output in seal & cut mode or a force to grasp the body tissue was applied to the probe. This caused cracks to branch out at the scratched area of the probe. Also, a probe damage error occurred. 3. A load was applied to the probe and it broke. The following the instructions for use which state: "the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities". Olympus will continue to monitor field performance for this device.

Event description:
An olympus sales assistant manager reported on behalf of a customer, during a therapeutic laparoscopic hysterectomy, there was a u504 (probe damage) error with the thunderbeat. They removed the device, the nurse tried to clean the probe, and it broke. The procedure was completed using just a normal monopolar and bipolar. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of probe breaking off was confirmed. A u509 (probe check) error occurred when using esg-400, usg-400, and td-tb400 instead of a u504 (probe damage) error. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.